Event description:
Subject reported to clinic for scheduled research visit. Complained of abdominal pain, lethargy. Had stopped taking lasix and aldactone for "several days" before. Was tachycardic, (hr 118) with decreased na, potassium and increased total bilirubin. Patient admitted to hospital via ed. CT abdomen showed portal vein and superior mesenteric vein thrombosis. Put on anticoagulants (heparin). Underwent thrombolysis on (B)(6) 2019. On CT abd pelvis from (B)(6) 2019, "unchanged portal and superior mesenteric venous thrombosis''. Remains admitted at time of report.